Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a routine device change out, the insulation was abraded. No electrical anomalies were noted. The physician elected to repair the lead with silicone glue. The lead remained implanted.